Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd safetyglide¿ shielding hypodermic needle cannula pulled out of hub. The following information was provided by the initial reporter: the needle got stuck in leg. Verbatim: it was mentioned by the consumer that he was experiencing issues with the needle being loose before use and upon injection, the needle ended up getting stuck in the leg. He is currently on the way to seek medical attention. The rep had no further information about this issue. Needle went deep in leg, so deep that it was no longer visible. He had to go to a hospital for imaging.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that bd safetyglide¿ shielding hypodermic needle cannula pulled out of hub. The following information was provided by the initial reporter: the needle got stuck in leg. Verbatim: it was mentioned by the consumer that he was experiencing issues with the needle being loose before use and upon injection, the needle ended up getting stuck in the leg. He is currently on the way to seek medical attention. The rep had no further information about this issue. Needle went deep in leg, so deep that it was no longer visible. He had to go to a hospital for imaging.